Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The surgeon was reaming to implant the nail, the 6mm reamer tip contacted with the previously implanted femoral nail and the reamer tip splintered. The larger fragments of the device was removed using an arthroscope and irrigation; however, the smaller fragments remain in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4) maude mw5074176 01-15-18.pdf].

Event description:
It was reported that a patient was implanted with an unknown femoral nail on an unknown date. On (B)(6) 2017, the patient was returned to the operating room and underwent an open reduction internal fixation (orif) to treat an unknown hip fracture using the synthes trochanteric fixation (tfn) nailing system. While the surgeon was reaming to implant the nail, the 6mm reamer tip contacted with the previously implanted femoral nail and the reamer tip splintered. The larger fragments of the device were removed using an arthroscope and irrigation; however, the smaller fragments remain in the patient as the surgeon determined that it would be more detrimental to the patient to remove them. This complaint involves one (1) device. Concomitant devices reported: unknown femoral nail (part #: unknown, lot #: unknown, qty. 1). This report is 1 of 1 for (B)(4).